Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, there was no pressure coming out of the vitrectomy connector or that it was too weak. The user was not able to solve the issue and it was decided to abort the surgery. No report that actual patient harm occurred.

Event description:
We have been informed that during procedure, there was no pressure coming out of the vitrectomy connector or that it was too weak. The user was not able to solve the issue and it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, an eva vitrectomy module was returned for investigation. Investigation of this module revealed that one of the valves failed and didn't close or open. It was stuck to one of the housing parts. Due to this, the module couldn't function within release specifications. Unfortunately the origin of this problem couldn't be determined. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident given that the overall performance is within expectations.